Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent break in the cable at the end of ECG "a" and the therapy electrode. The root cause for the broken wire was an intermittent connection. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.